Event description:
It was reported this right atrial (ra) lead was surgically abandoned due to a lead safety switch. Fracture was noted on x-ray, along with loss of capture and unipolar notes. No additional adverse patient effects were reported.